Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the cadiere forceps instrument was not closing all the way. Later, the site called back and stated the issue came back, and now the staff had an issue opening the jaws that were stuck on tissue. The site was getting an "arm swap pedal" icon on the screen. The customer might have swapped over to universal surgical manipulator 1 (usm), which was not docked at the time. The site was able to cut around the instrument jaws and remove them. The site put a new instrument in and was continuing with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the operating room (or) circulator regarding the cadiere forceps, not opening. The surgeon stated that he had accidentally switched to a different arm and once he switched back to arm 2, the cadiere forceps started working. They were able to continue with the case with no other issues. No site visit was conducted. The system was working properly and no additional action was required. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the instrument log for the product associated with this event shows that the cadiere forceps (part # 471049-8/k112110110278) instrument was last used on (B)(6) 2022 on system sk1800. The cadiere forceps instrument has 0 uses remaining after last use. The instrument has max 18 lives. Based on this review, the instrument was used in subsequent procedures after the alleged event reported on this record. This complaint is being reported due to the following conclusion: during a da vinci-assisted inguinal hernia-unilateral surgical procedure, tissue was stuck in the cadiere forceps instrument's jaws when the instrument failed to unclamp/release from tissue. As a result, the surgical staff cut around the instrument in order to remove the instrument.

Manufacturer narrative:
On 12-mar-2023, additional information was obtained: it was identified that a part number version and unique identifier numbers were missing.

Event description:
Refer to h10/h11 for follow-up information.